Event description:
The customer reported the system displayed frame sync and checksum errors which resulted in the workstation not booting up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system interface board and the image processor board were replaced and the connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.